Event description:
The customer reported that the speaker was not working and had no sound at all. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use at the time of the reported issue.